Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed stent damage. Struts throughout the stent were raised and misaligned. The outer diameter measurements of both damaged and undamaged portions of the stent were within specification. Kinks were identified along the entire length of the hypotube. No issues were noted with the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery. Pre-dilation was performed with an unspecified balloon. The 4.0x32mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.